Event description:
It was reported that a pain stimulation implantable pulse generator was associated with increased pain and loss of perceived therapy despite the controller indicating therapy was on. The patient diaries reportedly showed therapy had been off for 30 days, and the patient reportedly had not been needing to charge the implant. Impedance checks were reported to be around 1400 ohms for all contacts, and programming adjustments were performed using a cp application with no out-of-range messages noted on the cp or patient application. The patient remote reportedly could decrease stimulation to 0.4 but could not increase back to 0.5. The device was reprogrammed with new groups a, b, and c and reconfigured values without error notifications, but the patient reportedly still perceived therapy at the old values. While on group a, it was reported that attempting to turn therapy down caused ¿shocking the patient real bad,¿ and switching to group c reportedly caused a ¿big shock.¿ technical services recommended re-evaluating impedances, and troubleshooting did not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.